Manufacturer narrative:
Visual inspection of the returned 365 micron fiber showed that the distal end has thermal and mechanical damage extending for 3/8" up the fiber with a breakage at this point. The probable cause was degradation due to melting of the buffer and over-stressing of the fiber against a hard surface (stone).

Event description:
Fiber broke at approx one inch from the distal end. Sometime during lithotripsy procedure, while lasing against the stone, the fiber broke at approx one inch from the distal end. The fiber was used inside a flexible uteroscope (made by another co), and according to the laser technician (reporter), energy that escaped from the broken fiber was captured by the scope. There were no injuries nor any burned marks noted on the pt. The procedure was then completed with another brand new fiber without further incident.